Manufacturer narrative:
Product in complaint was returned to zoll on 11/26/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found a hole on the load plate cover, which affects the seal. The returned platform was unable to undergo initial functional testing, as it exhibited a ua7 (discrepancy between load 1 and load 2 too large) upon power up. The load cell characterization test was performed which found that load cell 1 was over reporting. A review of the archive was performed and no anomalies were found on the reported event date of (B)(6) 2014, however multiple ua7s were observed on 10/25/14. Based on the investigation results load cell 1 was replaced to remedy the reported complaint. The platform underwent a second load cell characterization test to ensure that after replacement both load cells were functioning properly. The customer's reported complaint of the platform exhibiting a ua7 was confirmed through initial functional testing (the platform exhibited ua7 upon power up) and review of the platform archive. Load cell 1 was replaced to remedy the customer's reported compliant. The root cause was determined to be that load cell 1 was over reporting. The platform underwent and passed all final functional testing.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared. There was no report of any patient involvement. No further information was provided.